Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. The reporter alleged that the alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/21/2015 with the following findings: the original complaint could not be duplicated or confirmed. A review of the pump black box history revealed no activity related to the initial complaint. During testing, the pump was powered on with no alarms. The pump was exercised for 24 hours and after 24 hours no call service alarms were received. Unrelated to the original complaint, the battery compartment was cracked. There was corrosion observed inside the battery compartment. The leak test verified leak at the battery compartment crack. The pump was opened and there was moisture damage present on the printed circuit board.